Event description:
Healthcare professional reported patient was injected into the lips with juvéderm volbella® xc. One month later, patient reported lumps to the lips. Treatment was noted as massaged the imperfections and there was some swelling by the end. Patient advised to massage any areas that appear lumpy. Patient came back two weeks later with lumps present, hard, visible, and painful to touch. Patient was injected with 1.5 of hylenex, making patient very uncomfortable despite the dental block and topical numbing. The entire area was flooded and the lips were massaged, expressing some of the filler out. Patient was given arnica and prednisone and told the hylenex can take up to 72 hours for results to fully work. Symptoms has been resolved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.